Manufacturer narrative:
Reporter first name: (B)(6).

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that there were still some waveforms when using this device to pull the electrocardiogram waveform to pronounced death. Instead customer used an another electrocardiogram machine to output the ECG print for the death certificate of the patient.